Event description:
It was reported that the healthcare provider (hcp) tried reading the pump with the telemetry head at a ¿6 o¿clock¿ position over the pump and it was unsuccessful. There was no source of potential electromagnetic interference (emi) present. There weren¿t any new lights in the operating room and turning the lights off did not resolve the issue. It was also noted that there was not any other new equipment in the room that could have been causing the problem. It was indicated that the patient was very thin and the hcp could see the outline of the pump, though he could barely move it from side to side in the pocket, so it was very unlikely that the pump had been flipped. Additionally, the patient had come to the hcp from another provider. He reportedly wanted to do a rotor study and wanted to rule out a catheter fracture. The device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).